Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with proglide devices, via a 6f sheath using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of the first proglide device were successfully preplaced using the pre-close procedure. Reportedly, link breaks occurred with the second and third proglide devices. The sutures of a fourth proglide device were successfully preplaced using the pre-close procedure. The sheath was upsized to 20f and the aaa procedure was completed. After the procedure the sutures of the first and fourth proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.